Event description:
It was reported via clinic notes received that the pt had experienced an increase in seizures some time prior to (B)(6) 2011, but none after per a note dated 02/07/2011. A clinic note dated 07/11/2011 indicates the pt was having about 2 seizures per month, but it is unk if this is normal activity or an increase. On the same date, "vns functioning well" is noted. A note dated (B)(6) 2011 indicates that the pt's seizures have increased to 1-2 seizures per week and the pt had an infection at the vns site that was treated with topical antibiotics. The infection is noted as "now clear" and the pt finished their antibiotics. It was indicated on this date that the vns generator indicated end of service. On each date, the physician notes obstructive sleep apnea and use of a CPAP. The relationship of the sleep apnea to vns is unk. The note dated (B)(6) 2011 indicates that the pt had been experiencing some parasomnias. The physician indicates generator end of service, antibiotic use, and decreased medication levels as possible causes of increased seizures. It is also noted that the pt has orthostatic hypotension; however, the relationship of this event to vns is unk. The physician does note that the pt's primary care physician may need/want to decrease the pt's blood pressure medication. A battery life calculation was performed estimating the generator was likely at, near, or past end of service. The pt has been referred for vns generator replacement. Attempts for add'l info have been unsuccessful to date.